Event description:
A report was rec'd from the cordis med affairs office indicating the pt had called to report the following: following stent implantation in 2007 to the right coronary artery, the pt developed chest pain and shortness of breath, and was hospitalized. In 2008, the pt underwent a cardiac catheterization, which showed right coronary artery occlusion at site of previous stent implant. On the same month, the pt was discharged from the hosp and referred to a cardiac interventionalist. On two days later, while reporting the event of restenosis, the pt developed chest pain radiating down arm and increasing shortness of breath. The pt was encouraged to call 911. At the time of this report, the adverse events remain unresolved. No additional info has been forthcoming.

Manufacturer narrative:
Any additional info will be submitted within 30 days of receipt.